Event description:
A report received from the USA stated an 840 ventilator experienced a device alarm while being used on a patient. The patient was removed from the device and placed on another ventilator. There was no report of patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery alarm assembly. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).